Event description:
Dealer is stating that the new replacement motor is pulling to the left. Dealer states that the joystick will not stop when they let go. Chair will drift until joystick is bumped and then will stop. Inductive is physically damaged.